Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw fractured. Fractured part of the screw was removed from the implant. Information about the identification of the screw was requested without success.

Manufacturer narrative:
One biomet low profile abutment was returned for inspection. A visual inspection revealed that the abutment is confirmed to be fractured at the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.